Event description:
A customer contacted beckman coulter (bec) reporting that hemoglobin (hgb) controls were out of range and later reported that about 2 ml of cleaner and diluent leaked from the right side of the coulter lh 500 hematology instrument. The leak was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The customer adjusted the hgb lamp and ran a system test. The follow day ((B)(4) 2013), the customer reported that the issue occurred again. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the hgb problem. The fse replaced the tubing at pv37 to repair the leak. Fse verified dispenser volumes, checked and set hgb lamp setting, and reset the hgb calibration factor. The fse also replaced complete blood count (cbc) lyse container. The fse found white blood count (wbc) lyse pickup tube was cracked and caused evaporation of the reagent. New pickups are being ordered and sent to the customer. The fse verified instrument operation. Failure mode for the leak is associated with the tubing at pv37. Failure mode for erroneous hgb controls was the lyse pickup tube was cracked and caused evaporation of reagents. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. MDR 1061932-2013-01692 is associated with this report and documents the issue that occurred the next day ((B)(4) 2013).